Manufacturer narrative:
The MFR did not receive devices or x-rays but other source documents for review were provided (surgical report). Based on an extensive investigation of events reported form several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u..s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional information including the final investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup 54/48 code n, right side. It was reported by patient's counsel that the patient received an implant on (B)(6) 2006 and was revised on (B)(6) 2007 with another durom product, due to pain. Patient is bilateral patient. (B)(4). Implantation was on (B)(6) 2007. Patient has not been revised for left hip.